Event description:
Caller alleged false positive tni with multiple pt samples from multiple labs. Customer had no further info about these reports and no contact info for these labs. Technical services was not able to obtain add'l info regarding this complaint.

Manufacturer narrative:
In house testing with one negative control sample and two normal (healthy) whole blood samples all recovered at <0.05 ng/ml. No false positive value was observed with these negative samples. The positive control sample recovered within MFR release specs. No product deficiency was established. No sample was returned for testing; product support was unable to verify the customer's complaint. Product support could not rule out any sample specific or environmental factor that may have affected analyte recovery. As of 03/27/2012, a total of (B)(4) complaints have been reported for device lot w49739. Corrective action not required at this time.